Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that a 4.00 x 33 mm xience alpine rx was implanted on (B)(6) 2016. On (B)(6) 2016 the patient was re-admitted for other cardiovascular symptoms, dizziness and syncope. It is unknown what treatment was performed. The patient was discharged. No additional information was provided.